Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath puncture was confirmed based on evaluation of the provided device-related imagery. Available information suggests procedural factors (high push force) likely contributed to the event as it was reported that ''[t]he team noticed significantly higher push forces than normal''. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve, the valve and delivery system would not pass through the 14f esheath at the strain relief/partially expandable section upon insertion. The team noticed significantly higher push forces than normal. The hypothesis was the frame of the valve was stuck on the posterior aspect of the sheath. Some accordioning of the partially expandable portion of the esheath was noticed. The team decided to remove the sheath, valve and delivery system and implant a new sheath, new commander and new valve. The procedure was completed without issue and free of complications to the patient. Per additional information provided by the fcs, there was no difficulty inserting the sheath into the patient, the expansion tool was used, and the loader was fully inserted in the sheath/sheath housing. The patient had mild tortuosity, mild vessel calcification and a minimum luminal diameter of 7.5mm. Per photos provided the valve stent strut was bent and protruding through the sheath tearing the strain relief. Per engineering review of a photo provided, the sheath was confirmed punctured.